Event description:
Caller states the pt tested 7.3 inr on the coaguchek s system and 3.6 inr on a comparison lab. No action taken on device result. Pt was told to hold coumadin based on lab for an evening. No adverse event reported. Requested return of suspect and replacement sent.